Event description:
A 69-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024. On (B)(6) 2025, the patient´s spouse informed novocure that the patient experienced chest pain and on (B)(6) 2024, she was hospitalized for 24 hours for monitoring. Reportedly, the events were triggered by anxiety described as claustrophobic feeling when wearing and sleeping with the device. On (B)(6) 2025, the patient´s spouse reported that the patient discontinued optune gio therapy, due to the claustrophobic feeling with device use. The available medical records indicate no prior history of anxiety for this patient, although an MRI on (B)(6) 2025, showed progression of gbm with enhancement crossing the corpus callosum, and increased vasogenic edema. In addition, the spouse informed the physician during an emergency room visit on (B)(6) 2025, the patient experienced an increased progressive decline in cognitive functions described as confusion, decline in memory, and difficulty with word finding over the past days to two weeks. Attempts to contact the prescribing physician for further details were made, but no response was received.

Manufacturer narrative:
Novocure medical opinion is that the contribution of device use to the patient´s anxiety, requiring medical intervention, cannot be ruled out. Chest pain, and claustrophobia were secondary symptoms of patient´s anxiety. Anxiety is a known complication of the underlying disease. A risk factor for psychiatric and neurologic symptoms in this patient is concomitant levetiracetam (carries a warning for behavioral abnormalities including psychotic symptoms, suicidal ideation, irritability, and aggressive behavior). Anxiety is an expected event with optune gio device use (ef-11 0% and 10% ef-14 optune arm). Cognitive function decline described as memory impairment, aphasia, and confusion were related to underlying disease, unrelated to optune gio therapy.